Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Ni - it was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient experienced two seizures from hypoglycemia while using the aviva system. For the 1st event, the patient's blood glucose result was within her range of "100 mg/dl to 116 mg/dl" in the afternoon. She did not treat herself and within "minutes" she felt shaky and experienced the hypoglycemic seizure. The patient was conscious and her neighbor called the paramedics. The blood glucose result taken by the paramedics was "40 mg/dl or lower". The patient was taken to the hospital and treated with saline via IV by either the paramedics or upon arrival at the hospital. The patient was kept in the hospital for observation and released the same day. The 2nd event occurred 2 to 3 weeks later. The patient's blood glucose result was in the "160's mg/dl" in the afternoon. She treated herself with an unknown type and amount of insulin based off the blood glucose result. The patient felt shaky, tired, and hungry "very soon" after the insulin was administered. The patient remained conscious and her daughter drove her to the hospital. It is unknown what the blood glucose result was at the hospital and what type of treatment was given to the patient. The patient was kept in the hospital for observation and released the same day. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.